Event description:
I experienced sensor error telling me to change out sensor after 4 days. Over next 4 months none of the sensors lasted 14 days either due to falling off or most often sensor error. Contacted freestyle and initially sent new ones. Applied per instructions, also used tacky wipes and covers to prevent them falling off. Freestyle could not assist me to correct the problem and eventually stopped sending replacements. None of the sensors lasted 14 days and many lasted less than 5 days. No one offered me any assistance to solve the issues.